Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the print out showed check shock lead. Additional information was received and indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurement. However, the cause of impedance issue was not determined and no intervention was performed. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.